Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that a thermally sensitive integrated circuit designator u60 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed user test, and unexpectedly shutdown. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed user test, and unexpectedly shutdown. There was no patient use associated with the reported event.